Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented routinely. Review of the transmission revealed that the left ventricular (lv) lead exhibited high impedance. The patient presented in clinic and upon interrogation, it was noted that there was high capture threshold on the lv vector as well as loss of capture at high output. It was hypothesized that the p4 electrode had a conductor fracture independent of other electrodes. Programming changes were made to change vector and the patient would continue to be monitored. The patient was in stable condition.